Event description:
It was reported that the pulse generator battery depleted and reached elective replacement indicator one day after implant. The pulse generator was explanted and replaced. No patient complications were noted as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and there was current leakage. It was noted that the high current drain was the result to an anomaly internal to the integrated circuit u2. Performance data collected from the device that was analyzed indicated that elective replacement indicator (eri) was recorded on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and there was current leakage. It was noted that the high current drain was the result to an anomaly internal to the integrated circuit u2.